Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract procedure, following phacoemulsification, an anterior capsule tear was noted, in the right eye. The primary wound was enlarged and a three piece anterior chamber intraocular lens (iol) was placed in the sulcus. The iol was well centered at the end of the case. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via returned completed questionnaire. The surgeon reported that the outcome of the event continues and the patient is having surgery for retinal detachment. A diuretic and eye drop to treat intraocular pressure were required as well as unplanned retinal detachment surgery. The surgeon indicated the capsule tear was caused by a nuclear fragment. A three piece acrylic multifocal bifocal lens implant was placed in the sulcus.